Manufacturer narrative:
Concomitant medical products: product ID: 8781,serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml at dose of 0.5253 mg/day) and bupivacaine (30.0 mg/ml at 15.758 mg/day). The indication for use was noted as malignant pain, breast. Interrogation of the device on (B)(6) 2014 revealed a pump motor stall with recovery on (B)(6) 2014 and (B)(6) 2014. It was noted that there was no documentation regarding an MRI on either date. The severity of the event was noted to be mild and the event resolved without sequela. No patient symptoms or actions or interventions were reported as a result of this event; additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry) a motor stall occurred (B)(6) 2014; 13:26 and motor stall recovery occurred (B)(6) 2014; 14:17 and motor stall occurred (B)(6) 2014; 14:47 and motor stall recovery occurred (B)(6) 2014; 16:02. There were no symptoms noted with the stalls. The pump was examined (B)(6) 2014 and the last change was (B)(6) 2014. The pump was delivering dilaudid 1.0 mg/ml; 0.5253 mg/day and bupivacaine 30.0 mg/ml; 15.758 mg/day in simple continuous mode.